Event description:
The customer reported via phone call that they no delivery alarm during primimg. Customer's blood glucose was 21 mmol/l. The customer stated that insulin did not exit.teh customer was advised that the alarm was caused by set/reservoir connection. Customer was advised to replace infusion set and reservoir. After troubleshooting was done customer was advise to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to returnt the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.